Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jan-2018 with the following findings a review of the pump black box data showed unexplained pump reboots. During visual inspection of the pump, it was observed that the battery compartment was cracked. The returned battery cap¿s height and width were within specification. The returned battery cap had stripped threads and was unable to fully attach to the pump; the pump reboots were duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test and it. There were no pump reboots duplicated during this time with the test battery cap. The pump cover was removed and there were no intermittent condition found to the power circuit. Unrelated to the initial complaint, it was observed that the keypad had a cracked and hypersensitive ¿down¿ button.